Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump's drive support cap had come out. Caller stated that she pushed the drive support cap back inside the device. Blood glucose level at the time of the incident was not provided. The caller did not have all of the necessary information to get the insulin pump replaced and stated that she would call back. The insulin pump was not replaced or returned for analysis.